Manufacturer narrative:
Reported event: an event regarding wear involving an unknown head was reported. The event was confirmed via medial review and provided photographs. Method & results: product evaluation and results: the device was not returned for review; however, photographs were provided. The photograph shows a recently explanted head and a stem, confirming the stem trunnion with significant material loss of the proximal and superior aspects of the trunnion. Clinician review: a review of the provided medical records by a clinical consultant indicated: "the intra-operative photograph confirms remodeling of the femoral stem trunnion with significant material loss of the proximal and superior aspects of the trunnion. The root cause of this mechanical complication cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to stem trunnion wear. A review of the provided medical records by a clinical consultant indicated: "the intra-operative photograph confirms remodeling of the femoral stem trunnion with significant material loss of the proximal and superior aspects of the trunnion. The root cause of this mechanical complication cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation." No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right total hip revision due to excessive femoral stem neck trunnion wear. Revised stem, head, acetabular poly liner.